Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). A replacement surgery was performed in which all components were removed and replaced. The physician fells that the cuff size was incorrect when initially placed. A full recovery is expected for the patient